Event description:
It was reported that her son was taken to the hospital in an ambulance with low blood glucose of 37mg/dl. The mother stated that the customer had a seizure and after treating with food and glucose tablets, his blood glucose was 93mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was received with cracked case at the display window corners, battery tube threads, broken belt clip slot, and scratched screen.